Event description:
It was reported the patient experienced a loss of therapeutic effect. About five days prior, the patient¿s device was reprogrammed by the patient¿s doctor. It was stated the patient ¿went almost normal.¿ the following morning, ¿all of a sudden it stopped¿ and the patient was no longer able to urinate. No falls or traumas were noted. The patient was ¿so disappointed¿ with the therapy. The patient¿s device had been reprogrammed twice and they could still not urinate. All the patient could do was a ¿dribble here and there.¿ it was noted the patient was able to ¿go almost every hour on the hour¿ during the trial. It was further indicated the patient refused to use the patient programmer and felt that the patient did not need to be involved in the programming. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va090j6, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).